Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image connected to the serial digital interface input connector (sdi1) of the subject device was not displayed. In the evaluation of olympus (B)(4) the following was confirmed, there was a failure of the electrical board of the subject device and no signal was output from sdi1. There were no abnormalities in the output signals of other channels. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on jan 31, 2021. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the additional information, omsc concluded that the reported event was not reportable event.